Event description:
A manufacturing representative for a patient whose indication for use is depression and movement disorders reported the patient saw an error code, in the box message when checking the right side after not using the patient programmer for a couple of months. This had occurred on (B)(6) 2016. Therapy status was unknown but no complaint was mentioned, no patient symptoms reported. It was unknown what actions/interventions were taken to resolve the error code, the cause of the error code or if it had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.